Event description:
It was reported that after 9095 joules and 5:03 minutes of use the fiber broke. The tip was not cleaned. A second fiber was used to complete the procedure and there was no clinical consequence.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed, the glass cap exhibits severe devitrification and severe detritus adhesion around output area. The fiber is broken and detached at 1.5 in from control knob, between the distal tip and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The fiber is bent at the location of the break. The fiber does not exhibit signs of melting at the break location. The heat shrink tubing open end exhibits signs of melting. It cannot be determined if excessive bending occurred during the procedure. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that after 9095 joules and 5:03 minutes of use the fiber broke. The tip was not cleaned. A second fiber was used to complete the procedure and there was no clinical consequence.